Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The atrial and right ventricular leads exhibited high pacing thresholds. The leads were explanted and replaced. The patient was recovering. Related manufacturer reference number: 2017865-2019-14346.